Event description:
The pump was returned for investigation. Investigation revealed intermittent response from all the keypad buttons due to contamination found under all the key contacts. This report is made based on results of investigation completed on 10/06/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/06/2013 with the following findings: the keypad was observed to be intact with no peeling or damage found. All keypad buttons were intermittently unresponsive to testing due to contamination that was found under all the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.